Event description:
Customer alleged blood glucose results of 220 mg/dl and 123 mg/dl when testing was performed on the compact plus system and a result of 23 or 33 mg/dl when testing was performed within 10 minutes by paramedics on a professional meter. Customer reported having symptoms of hypoglycemia and was treated with IV glucose by the paramedics. Customer stated she was taken to the ER, but not admitted to the hospital. A request was made for the return of the suspect device and replacement product was sent.